Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was in backup vvi due to multiple bit flips following an magnetic resonance imaging (MRI). The device was successfully reprogrammed. No further information is available.